Event description:
Caller reported not seeing insulin drops at the end of the tubing during the loading sequence. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue independently by changing the pump supplies and resumed insulin delivery.